Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was below the expected lower range.

Event description:
It was reported that the patient had a hepatectomy procedure performed. Post operative check the following day revealed atrial lead alert had triggered for decreasing low impedance. Diagnostic testing/troubleshooting performed, and atrial lead impedance within acceptable range. Physician decision to monitor patient with follow up checks. The atrial lead remains in use. No patient complications have been reported as a result of this event.